Event description:
A caller reported a cartridge alarm issue. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Customer was assisted by technical support in loading a new cartridge using the proper technique and was able to successfully resume insulin therapy, resolving the issue.